Manufacturer narrative:
Carefusion file identification: (B)(4). Cfn fa lab installed the uim into the test station to verify performances and duplicate the reported issue. Cfn fa lab was able to duplicate the issue, the uim was intermittently nonresponsive on start-up and icons were frozen. Cfn fa lab noted the uim did not hold the calibrations. Cfn fa replaced the pcb (printed circuit board) board with a known good control pcb and the touch screen was corrected. Cfn was able to isolate the control pcb board p/n 52340, s/n (B)(4), rev. J as the root cause. Component has been replaced, passed post test. (B)(4).

Event description:
The customer reported uim (user interface model) display malfunction while using the avea ventilator. The customer reported the uim intermittently freezes up. The customer sent the involved component for evaluation to the carefusion (cfn) failure analysis (fa) lab. The customer reported no known patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect printed circuit board assembly (pcba) control board for further investigation. The suspect pcba control board was unable to be duplicated as the unit was performing to specifications. This issue will be internally investigated within carefusion.